Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the issue was noted during pretesting and the device was not introduced to the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that "during pretesting the medical staff deflated the pilot balloon, but the cuff deflation was not complete and they felt the resistance when they tried to deflate the pilot balloon."